Event description:
It was reported that the pump is alarming no disposable pump won't run. Rate 2.2 ml, volume 90.4 ml, given 9.6 ml. No air in line. Patient not affected. No additional information available